Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient was diagnosed with lumbar degenerative disk disease with mechanical lower back pain. The patient underwent the following procedures: 1. Arthrodesis, posterior interbody technique, including laminectomy and diskectomy to prepare interspace, single interspace, lumbar l4-5. 2. Arthrodesis, lumbar, with lateral transverse process technique. 3. Autograft for spine surgery only, removal of bone fragments from spinous process and laminar elements for the purpose of autograft into the interspace of l4-5. 4. Application of intervertebral biomechanical devices with implantation of 12.0 x 22.0-mm devices to the vertebral interspace. 5. Implantation of bone morphogenic protein (bmp) to the intertransverse process regions with bmp contained in a collagen gel sponge supplemented with bone graft. 6. Frame less stereotactic placement of pedicle screws with implantation of 4 pedicle screws, one 1.5 x 40-mm screw in the right l4 pedicle, one implantation of a 6.5 x 40-mm screw in the left l4 pedicle, one implanted 6.5 x 40-mm screw in the right l5 pedicle and one 6.5 x 40-mm pedicle implant in the left l5 pedicle, with use of the ge medical navigational system for placement of pedicle screws. 7. Pedicular fixation across the one interspace with use of dual rods and connectors. Complications: none. Per op notes: with the second disk space prepared, they loaded the implant, 12.0 x 22.0mm, with morselized autograft. The implant was then attached to an inserter and the implant was placed into the disk space and countersunk about 2.0 mm. In similar fashion, they returned to the contralateral side and placed morselized autograft into the base of the diskectomy. Next, they placed the second implant on the inserter and impacted the implant into the disk space. This implant was countersunk about 1.0 mm. An ap and lateral image was taken noting acceptable placement of the implants. The ap and lateral images were taken with the oec machine. Prior to final placement of the instrumentation, they had decorticated the surfaces of the remaining facet margins and laminae and then they placed the remaining morselized bone autograft fragment. Subsequently, on top of the autograft, they placed bmp (bone morphogenic protein) contained in a collagen sponge and surrounding bone graft in a burrito type configuration. This graft was placed laterally over the intertransverse process regions between l4 and l5. (B)(6) 2004 the patient presented with the following preoperative diagnoses: endometriosis. Complex adnexal mass; pelvic pain. The patient underwent the following procedures: total abdominal hysterectomy, bilateral salpingo-oophorectomy.